Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir; the water did exit the infusion set and the units left in status screen matched the units left in the reservoir. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her infusion set. Customer stated that when she disconnected, insulin was just squirting out. Customer doesn't know how much insulin was injected. Customer's blood glucose was 69 mg/dl. Customer stated that she did drink 3 juices. Customer's current blood glucose was 90 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose today. Customer stated that the reservoir is showing less insulin than what is shown on the status screen. Customer had a low reservoir alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer stated that she was on her way to the emergency room since she didn't know how much insulin had been delivered to her.

Manufacturer narrative:
Additional information has been received, which was not included with the follow up report. The information has been provided with this report. The insulin pump passed volume accuracy test.